Manufacturer narrative:
A sample is expected, but has not yet been received for eval. The customer's complaint history was reviewed for the post twelve months; this is the third event reported regarding this issue for this facility. As the customer did not retain the lot number, DHR and lot history could not be reviewed. A root cause was not identified. (B)(4).

Event description:
A nurse reported during a phacoemulsification/vitrectomy procedure, small air bubbles coming from the infusion cannula were observed in the pt's eye. The surgeon was able to complete the surgery with a delay of about 10 minutes. The nurse ejected the cassette and fluid was found behind it, but there were no system messages received. The pt's outcome is reported as "good". This is the third of three reports filed for this facility.